Manufacturer narrative:
The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, and the evaluation of relevant production records.

Event description:
Missing osseointegration.